Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrections based on new information received. In addtion, new information receive indicated that manufacturer's code of manufacturer report number under should be corrected to: (B)(4). Date provided is an approximation as only the month and year have been communicated to us.

Event description:
It was reported that right hip revision surgery was performed due to metallosis, loosening, pseudotumor, and elevated levels of cobalt and chromium in (B)(6) 2015.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the list parts revealed no additional complaints for this failure mode with the same batch number. A clinical evaluation noted that based on the provided documents it remain unclear how this patient developed the reported issues from the complaint description. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.